Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Evidence of the reported malfunction was observed during initial testing. The lower housing, battery pack and battery door had damage that is consistent with excess heat and device did not power up. The device was put through extensive testing and the reported malfunction could not be duplicated. The device was recertified and returned to the customer. The customer indicated that they believe they isolated the fault to a non-zoll battery which has been disposed of.